Event description:
Event description guidant received information that this implantable transvenous defibrillation lead had increasing ventricular pacing impedance measurements. A guidant technical services consultant advised the clinician to continue to monitor the device every three months, as scheduled, as no abnormal behavior has been observed. This is a high impedance lead and the reported impedance is not suggestive of a malfunction.